Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation, and the complaint investigation. Additionally, this report is being supplemented that the device evaluation found a burnt camera cover. Olympus provided the following result of the culture test, performed at the third-party labs: culture positive #1 test results- sampling date: (B)(6) 2025 sampling from: air/water channel cfu: <1 cfu bacterial identification: aerobic revivifiable microorganism . Sampling date: (B)(6) 2025 sampling from: auxiliary channel cfu: 2 cfu bacterial identification: filamentous fungi . Sampling date: (B)(6) 2025 sampling from: instrument channel cfu: 61 cfu bacterial identification: filamentous fungi . Sampling date: (B)(6) 2025 sampling from: suction channel cfu: 60 cfu bacterial identification: filamentous fungi . Sampling date: (B)(6) 2025 total aerobic revivifiable microorganisms aerobic colony count: >80 cfu . Culture positive #2 test results- sampling date: (B)(6) 2025 sampling from: suction channel cfu: >80 cfu bacterial identification: cellulosimicrobium sp . Sampling date: (B)(6) 2025 total aerobic revivifiable microorganisms aerobic colony count: >80 cfu . Culture positive #3 test results- sampling date: (B)(6) 2025 sampling from: instrument channel cfu: 3 cfu bacterial identification: filamentous fungi . Culture negative #4 test results- sampling date: (B)(6) 2025 sampling from: all channels cfu: <1cfu bacterial identification: n/a . Based on the investigation, the reported event was confirmed. The device was cultured tested by olympus and the culture test was test positive. After the replacement of contaminated components, and additional reprocessing was performed, the device was tested negative. The results obtained comply with the target level, and conform to the olympus hygiene microbiological investigation (hmi) recommendation. Based on the results of the investigation, a root cause could not be determined. Based on the results of the investigation, the root cause of the burnt cover could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination in the suction channel. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.